Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture behind the display. The reporter denied any damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: there were call service 054 alarms observed in the black box on the date of the reported power issue. The pump powered on with a blank display. Moisture was visible in the display. The pump case was cracked near the display. Moisture as found on the internal components of the pump.